Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The patient reported using an ozone based disinfection device. In previous report section b5 was incorrect, correct b5 should be the patient alleged visualization of black particles, burning in his sinus cavity and throat, cough. There was no report serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection of the device was completed by the manufacturer and found signs of sound abatement foam degradation within the device, degraded foam stuck to the end of the fitt tool. The manufacturer received humidifier and found contamination on the bottom of the humidifier and under the dry box. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found three instances of errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with contamination on the bottom of the humidifier and under the dry box. The manufacturer concludes there was evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.